Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) female patient was experiencing a skin irritation. The patient reported having raw skin and blisters. The patient's nurse practitioner prescribed a cream for the irritation. The outcome of the irritation is unknown.